Event description:
The manufacturer received information alleging an issue related to a philips CPAP device. The patient allegedly passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a philips CPAP device. The patient allegedly passed away. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: (device) problem code grid ,remedial action init (rfb), recall (z) number (rfb),evaluation method code, evaluation results code and conclusion code grid has been updated. Box g:510k number updated. Box b:adverse event/product problem & outcomes attributed to ae updated. Box d:product UDI (rfb) updated.